Event description:
"The tip of the cannula broke during the procedure; parts of the trocar were in the abdomen. No patient injury occurred."

Manufacturer narrative:
Product has not yet returned for evaluation. Upon receipt and investigation, a follow-up report will be issued.